Event description:
It was reported that suture placement in the right common femoral vein was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a watchman interventional procedure. The sheath was upsized to a 14f sheath and the interventional procedure was completed. Reportedly post-procedure, the patient was moved to holding. The suture popped and bleeding occurred. A femostop device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 1494 clarifier- indication for usena.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a query of the complaint handling database could not be conducted since the lot number was not reported. It was reported that only one prostyle device was used for the venotomy closure in this case. It should be noted that the prostyle instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unclear if the IFU violation contributed to the reported difficulties. The investigation was unable to determine the reported difficulty. The subsequent treatments are due to the circumstance of the procedure. In this case, it is possible the vessel may have been friable, or a malposition of the suture may have occurred or the use of one vessel closure device instead of the two required per IFU was the cause. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.